Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 3.00mm x 8mm nc emerge balloon catheter was used for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.